Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that the patient line had not been properly primed prior to use. Therapy was ended and the patient was advised to start over with new supplies. There was no adverse event indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.